Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and was able to recreate the reported event. Upon inspection, the technician found that the hydraulic manifold required replacement. The table is not under steris service agreement; the user facility's third-party service provider is responsible for all maintenance activities. The table was installed in 1996 making it approximately 25 years old at the time of the reported event. The technician replaced the hydraulic manifold, tested the table, confirmed it was operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3080 sp surgical table began to drift downwards without being commanded to do so. The patient was moved to another table and the procedure was completed successfully. No report of injury.